Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because one cylinder was broken. All components were removed and replaced with no patient complications. No additional information was reported

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ams 700 inflatable penile prosthesis (ipp) cylinders were visually and microscopically inspected, and leak tested. The visual test of cylinder 1 and 2 revealed that the outer tube was detached by the proximal end of the cylinders. In addition, the microscope test identified that both cylinders outer tube had a hole from input tube wear within the proximal end. No leaks were identified in cylinder 2; however, cylinder 1 had a leak from an undetermined source. The ams 700 momentary squeeze (ms) pump was visually and microscopically inspected and functionally tested. Microscope test of the pump revealed that the deflation spring was misaligned. The pump also failed the functionally test. The ams 700 flat reservoir was visually inspected, and leak tested. No damage or abnormality was noted, no leaks were identified in the reservoir. Based on the information available and analysis results, the reported clinical observation of a broken cylinder could not be confirmed, therefore, the investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because one cylinder was broken. All components were removed and replaced with no patient complications. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.